Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the j702 component on the distribution node pca was defective, causing the service code. The root cause for the defective j702 component could not be positively identified. There were no adverse events associated with the defective electrode belt.